Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not power on) has been confirmed. As received, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition the pins on the battery charger's power brick connector were recessed. The root cause of the recessed pins was unable to be positively determined, but was likely physical abuse. No adverse event occurred due to the defective battery charger. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the pt's battery charger/modem would not power on. The pt received a replacement battery charger/modem.